Event description:
In response to a recent FDA alert concerning ralstonia infections related to use of a fluid-warming device, infection control investigated all cultures positive for ralstonia. The alert also stated that this system's filtration system was similar to those used for hemodialysis. Microbiology was asked to identify organisms to the species level for all environmental cultures submitted by the dialysis unit beginning in october 2005. Ralstonia has been identified from cultures on various machines using deionization (d.I.) Cartridges since that time, although growth was not significant and has remained below the aami standard for dialysis of 50 colony forming units (cfu)action level. There have been no patients with cultures positive for ralstonia this year. During event month, it was noted that several of the new di cartridges as they were removed from the manufacturer's original wrapper were moist. Since ralstonia is a water-borne organism facility stopped the use of these cartridges in dialysis unit and requested that a set of cultures be collected. Five new cartridges were cultured. Several control samples were taken at the same time. All 5 new cartridges cultured positive for ralstonia pickettii at levels ranging from 20 to 100 cfu. The control sample had no growth. The manufactuter (ge water technologies) was notified by phone that facility had concerns about possible contamination of the cartridges. However, facility has only received culture results today.